Event description:
I had an angiogram done (B) (6) hospital in (B) (6). The hospital placed an angio-seal. When I went home, I pushed something with my right foot and I immediately had severe pain in the groin that almost dropped me to the floor. I went to see the doctor and stated the pain should go away with time. When I had intercourse with my wife - she was on top - I had to immediately stop I had severe burning pain. The next day, I noticed that I was black and blue as though I was bruised. The right side and inner right thigh. This discoloration went away in 1 day. It has now been over 45 days with still some sensitivity and slight tenderness in the right testicle. I had no symptoms before I entered the hospital. I went on a website and heard of similar complaints. I have concerns of a possible anchor issue which could have caused a hernia. Diagnosis or reason for use: angiogram.